Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported patient a problem stating they saw a power on reset (por). It was reviewed the meaning of por with patient. Patient noted that they saw por when trying to turn stim back on. They recently had a back fusion surgery on (B)(6) 2019. Patient was redirected back to their healthcare professional (hcp). No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they have gotten someone to come help then turn the stim back on, however patient have not been able to determine if they resolved the por since they were still healing from their unrelated surgery. No further complications were reported or anticipated.